Manufacturer narrative:
The device is not being returned because there was no device malfunction that had occurred.

Event description:
The hosp reported that half way through an mis procedure, the atrium was accidentally punctured while using the flexview unit. Sternotomy was performed immediately. The hole was repaired with sutures. The procedure was completed without any other issues. No other pt complications were reported. The pt is doing fine post-op. It is believed that the event was not due to any device malfunction but due to the technique.